Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's reported via phone call that the customer was hospitalized due to high blood glucose value. Customer's blood glucose value was 460mg/dl. Customer also stated that the pump had no delivery alarm. Insulin pump will not be returned for analysis.